Manufacturer narrative:
Citation: giraldo-grueso et al. Zero to hero? Reducing the rate of acute kidney injury in transcatheter aortic valve replacement: the low contrast approach.  Ochsner j. 2023 winter;23(4):284-288. Doi: 10.31486/toj.23.0103.  Published online december 16, 2023. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding reduction of the rate of acute kidney injury in transcatheter aortic valve replacement. The study population included 594 patients with a mean age of 78 years.  Multiple manufacturer¿s devices were implanted in the study population; 321 patients were implanted with a medtronic corevalve bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: acute kidney injury, stroke, bleeding complication, arrhythmia requiring permanent pacemaker implant, moderate aortic regurgitation, and conversion to open surgery.  No further information was provided pertaining to medtronic products.